Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" - consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" - consumer failed to perform that instruction.

Event description:
On 07-sep-2023, this spontaneous report was received regarding a female (age not provided) in association with the calming heat massaging flexi wrap. In the evening of (B)(6) 2023, the consumer laid down on her stomach and used the calming heat massaging flexi wrap with both of the heat and massage settings at 3 (also reported as massage setting of 6). The next morning, she used the product again for an hour. The product would shut off after 15 to 20 minutes of use and she clarified she used it for a total of 4 times. She noted she did not lay down on the product or apply pressure to it. The product felt warm but not to the point of being burned. On (B)(6)2023, after using the device, she lifted her shirt because she felt a knot on her back and had pain. The top and middle of her back was burned. She noted it looked like grill marks. The area had redness and blisters. Approximately at 12:30 pm the same day, she contacted her doctor and sent photos of the area. She was advised to visit the doctor. The doctor noted she had second degree burns and prescribed her an antibiotic to prevent an infection. She was advised to wash with soap and leave the area open to the air. As of (B)(6) 2023, her pain continued, she could not wear a bra due to the burns, and she had scabbing. She used lidocaine patches for treatment. No further medical evaluation was noted. Follow-up attempts were completed but were unsuccessful in obtaining additional information.